Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) and chronic right ventricular defibrillation lead is demonstrating variable left ventricular (lv) and right ventricular (rv) lead impedance measurements (between 1200 and >3000 ohms). It was noted that the lv and rv pacing thresholds are normal and the shock lead impedance values are normal/stable. It was further noted that the device history did not indicate evidence of noise (stored egms).